Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on 04/05/2016 for investigation. Investigation results as follows: no physical damage noted on device during visual inspection. The archive data review could not be performed. The battery could not be charged, therefore the archive data could not be retrieved and downloaded. In summary, the reported complaint was confirmed. The battery failed during charging and the archive data was corrupted and could not be retrieved. Therefore a root cause could not be determined.

Event description:
It was reported that during a shift check the charged autopulse li-ion battery (s/n (B)(4)) did not power on the platform. The status check button was pressed and all leds did light up. No patient involved during this event. No additional information provided.